Event description:
It was reported that they are grid line artifacts in the images, causing the patient to be re-exposed. It was determined that the grid stuck. This is the only time this has happened and we are unable to duplicate it.